Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. Zimvie received the reported implant for evaluation. Visual evaluation / functional evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Product within specs. DHR review was completed for the subject lot number 63553760. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63553760 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the patient was struck in mouth by a child's head. The implant crown fell out and the implant at tooth location #9 was grossly mobile. The implant was removed and bone graft was placed. Symptoms as a result of the event: pain

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.